Event description:
Additional information: there was no redness or inflammation at the injection sites. No "post treatment" was provided to the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include by are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma¿ in the mid-cheek. About a year later, the patient had developed lumps under their tear troughs.